Event description:
The pt experienced a shocking or jolting sensation following a nap this afternoon. His stimulation was set at 1.95 volts and then decreased it to 1.5 v and still experienced a cramping in his muscles. No falls or trauma associated with this event. Further info was requested.

Manufacturer narrative:
(B) (4).